Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient has to charge her ipg every 12 hours, and a low battery warning is observed. She stated that the charging frequency has increased over the past few months. A new charging system was sent to the patient; however, it is currently undetermined whether the replacement device resolved the issue. The patient is going to receive an intrathecal drug pump. The physician plans to explant and replace the ipg during this procedure if the issue persists. No further information is available at this time.